Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2011. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The patient's medical history included pelvic pain female, ovarian cyst, endometriosis and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed.). Essure was removed on (B)(6) 2015. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: occlusion of the fallopian tubes without spillage of contrast into the cul-de-sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, endometriosis, abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 1-jul-2020: mr received. Reporter information, lot number added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in an adult female patient who had essure (batch no. 653906) inserted for female sterilisation. The patient's medical history included pelvic pain female, ovarian cyst, endometriosis and uterine bleeding. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed). Essure was removed on (B)(6) 2015. At the time of the report, the perforation outcome was unknown. The reporter considered perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2010: occlusion of the fallopian tubes without spillage of contrast into the cul-de-sac. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, menorrhagia, ovarian cyst, endometriosis, abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 2-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.